Event description:
We received a report regarding a male pt who, on or around (B)(6) 2010 reportedly experienced severe, bilateral eye infections with corneal ulcers, while including an expired unit of private label multipurpose solution to care for his ciba air optix contact lenses. The infection resulted in the 'rupturing' of both eyes and subsequent blindness which required bilateral corneal transplants on (B)(6) 2010. The transplanted corneal tissue was contaminated with (B)(6). The pt now suffers from (B)(6) and partial blindness.

Manufacturer narrative:
(B)(4) used for corneal transplant. Product is now expired. A review of the mfg records for the reported lot was performed; no deviations were noted and product met all specifications. No other medical complaints have been received against the reported lot. All pertinent info available to amo has been submitted. Should new info become available that changes the facts and/or conclusion of this report, a supplemental report will be submitted.